Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the software was showing no communication for the axiem controller. The axiem box showed "8" on the back of the system. The emitter was unplugged, and the issue did not resolve. The universal serial bus (usb) ports for communication into the computer were swapped with no resolution. The em interface was checked and multiple faults were found in the software. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to inspect the navigation system. A system checkout was performed and the issue was confirmed. The emitter box was replaced, however the representative reported that they system was still not functioning and showing a fault on the emitter. After adjusting the cable for power and communication it was possible to get the system to work briefly. The cable has been replaced. The emitter box was returned to the manufacturer for analysis. Functional testing and visual/physical examination performed could not replicate the issue. All ports were tracking on both lemo connectors. The emitter was left connected for over 2 days and the unit was still able to function as intended. There was no failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was noted that during the system checkout, the axiem box was broken. The cable was returned to the manufacturer for analysis. Analysis found that the cable was in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.